Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed a gradual rise in shock impedance measurements. Ultimately, the system displayed shock impedance measurements of greater than 125 ohms. Boston scientific technical services reviewed stored episodes from the device. Episodes of pacemaker mediated tachycardia and a small amount of noise was seen. The patient was seen for follow up where defibrillation threshold testing was performed. This testing resulted in shock impedances of less than 100 ohms. No further testing was performed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that another high, out of range shock impedance measurement was displayed. The patient was seen in clinic for follow up. All lead testing was performed with isometrics. Throughout testing, the performance of the lead was normal. The patient did, however, report a tingling and painful sensation in the pocket when isometrics were performed. The situation will continue to be monitored. The system remains in service.